Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It as reported that when reviewing the post-operative exam at the end of surgery, it showed that the last electrode implanted was >2mm off from the planned trajectory. It was mentioned that the patient was very large and had a very thick layer of skin. Because of this, the surgeon expressed that it was difficult to place the drill adapter flush with the bone in order to drill on many occasions.

Event description:
It as reported that when reviewing the post-operative exam at the end of surgery, it showed that the last electrode implanted was >2mm off from the planned trajectory. It was mentioned that the patient was very large and had a very thick layer of skin. Because of this, the surgeon expressed that it was difficult to place the drill adapter flush with the bone in order to drill on many occasions. The patient was not injured during the case due to the inaccuracy of the electrode and bolt placement.

Manufacturer narrative:
It was reported that the last electrode implanted was >2mm off from the planned trajectory. The device history record review and complaint history review did not identify contributing factors. The technical investigation indicated that the inaccuracy is confirmed not only for the last trajectory implanted but for all. According to the surgeon, the patient¿s thick layer of skin caused the placement of the drill adapter flush with the bone hard to manage in multiple occasions. The drill hole placement may have been impacted which could be the cause for the inaccuracies, and notably, for the most deviated electrodes. The deviation analysis shows a global trend of the electrode shift in the caudal direction. Therefore, it is also possible that an inelastic movement of the head in the cephalic direction might have occurred and remained undetected by the medical staff. Moreover, the crw frame used for this procedure was connected to the robot support arm with a mayfield head holder adaptor, whereas it should have been used with a dedicated crw frame adaptor, as indicated in the instructions for use. This configuration is not recommended and although its impact on the surgery remains unknown, its contribution to the suspected movement of the head cannot be excluded. A complete maintenance passed on the (B)(6) 2018. Therefore, it can be assumed that the device worked as expected on the surgery day. Corrected data: b4 date of this report. D4 catalog number. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.